Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the unit and found that the ac mains led was not glowing. The fse then checked the power cord and voltage and observed it was not coming. Hence, as per diagnosis, the power cord was defective. The fse replaced the power cord. The unit was then working properly on ac mains as well as battery. The fse also sated that the unit working hours was 1467.2. Hence as per factory protocol safety disk and battery need to be replaced. Also, during checking also found ECG connector of the machine to be damaged and needed to be replaced with a new one for better operation of the machine. The fse later confirmed that only the power cord was defective and that the unit was working properly except the ECG connector of the unit was damaged. The fse also confirmed that the unit was not released for clinical use and that it was clearly stated to biomedical staff for purchase of the connector. The complaint will be closed and in the event new information was to become available, a supplemental report will be sent.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check , the cs300 intra-aortic balloon pump (iabp) unit machine not working on mains. There was no patient involvement reported.